Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that four years following intraocular lens (iol) implant surgery, he is experiencing a fogginess/mistiness when direct light impinges on his eye. The doctor thought he detected glistenings on the iol which may be causing the vision clouding. Additional info was requested.